Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan, alleging the meter remote is all scuffed up but reporter was not specific as to which part of the meter was scuffed up. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.